Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 19 mmol/l (342 mg/dl) between 5 and 24 hours of wearing the pod. It was reported that insulin was leaking at the pod site, and upon removing the pod from their arm, there was some blood. The investigation found the cannula was torn.

Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. The device was received for evaluation, and the exposed portion of the soft cannula was found to have two tears, fluid was observed exiting from the tears. It could not be determined when or how the tear occurred or if it contributed to the reported event. No blood was observed on or within the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. There was no other damage found with the device and the cause of the event could not be conclusively determined.